Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned on the needle. The t1 had been off the needle then placed back onto the tip. The actuator is in the pre-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator pushed both implants off the needle then continued to cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscal repair surgery, a fast fix t2 implant could not be deployed. T1 was left secured in the patient. Surgery resumed after a delay of an interval between 31- 60 minutes; with a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).